Event description:
It was reported that the customer had issues with charging the pump battery. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.